Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a diagnostic procedure foreign material was noted. An unspecified 5f expo catheter from the multipack was selected; however, it was unable to load on the wire. The right curved 5f expo from the same multipack was then selected. The device was able to load the wire; however, when the wire was removed, a 4 inch piece of braided plastic came off with the wire. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.